Event description:
Information was received from a healthcare provider and consumer via company representative regarding a patient with an implantable pump containing baclofen (2000 mcg/ml at 549.7 mcg/day). It was reported that upon interrogation of the pump in pre-op, prior to a planned replacement for elective replacement indicator (eri), a total of five unexplained motor stalls and recoveries were discovered in the pump logs. The patient did not remember experiencing any symptoms at the time and was unaware that any motor stalls had occurred. It was not known if there were any environmental/external/patient factors that may have led or contributed to the issue. Neither the patient nor her daughter could think of any explanation for the motor stalls. Motor stalls were unknown to surgical team and company representative prior to pre-op interrogation.

Manufacturer narrative:
Product analysis: 8637-40: destructive analysis identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.